Event description:
Analysis of the explanted lead was completed. Analysis confirmed a discontinuity of the negative quadfilar coil in the body region of the returned lead portions. There was also observed abraded openings of both the outer and inner silicon tubing near the break area as well as electro-pitting. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No additional relevant information has been received to date.

Manufacturer narrative:
.

Event description:
It was reported that the patient was being referred for a full revision surgery due the "lead not working". Additional clarification was received that the patient had high lead impedance of over 7,000 ohms. Furthermore, a lead fracture was reportedly observed upon visual x-ray review. The patient underwent prophylactic generator replacement and lead replacement surgery due to the lead fracture on (B)(6) 2015. The explanted products have not been received by the manufacturer for analysis to date.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. Analysis of the generator revealed no observed anomalies. The generator performed according to functional specifications. Analysis of the explanted lead has not been completed to date.